Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient experienced a high blood glucose level of 568mg/dl. Trouble shooting is conducted and we explained the possible reasons for the high level. No further information available.